Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reports a pt underwent a pars plana vitrectomy and epiretinal membrane peeling procedure. Postoperatively, the pt complained about intensive eye pain in the left eye. Surgeon discovered a lot of inflammatory cells inside the anterior chamber, resulting in a severe corneal ulcer and endophthalmitis. Pt was treated with antibiotics and a second vitrectomy surgery was performed. Tissue culture identified citrobacter koseri, gram negative. The latest info indicates the pt has light perception only in this eye, however, the symptoms are improving. Additional info has been requested.